Event description:
It was reported that the patient¿s dosing had fluctuated greatly and the patient was experiencing increased spasticity. The patient had a catheter dye study on (B)(6) 2012 which noted "no evidence of catheter malfunction". A catheter access study was done on (B)(6) 2012 which noted "easy to draw back and flush". Another catheter access study was done on (B)(6) 2012 which noted ¿easy to draw back and flush". A catheter dye study was done on (B)(6) 2012 which noted "the catheter appears to be functioning normally". The patient had been hospitalized and both the pump and spinal catheter segments were explanted and replaced on (B)(6) 2013. Intra-operatively, it was noted that cerebrospinal fluid (csf) was visualized at the proximal end of the existing catheter prior to explanting. The pump system was being used to deliver gablofen.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis of the distal segment found no anomalies noted with this segment and it passed all testing. Analysis of the proximal segment noted under microscope inspection, circular coring could be visualized in the bottom of the cup of the sc connector, consistent with the inner diameter of the tip of the outlet port of the pump. A majority of the coring areas were located in the seal material of the cup of the sc connector. It was thought that an indent had progressed to coring by the time the catheter was explanted. It was also thought the sc connection to the pump was initially patent but as coring occurred, the flap of material that was created possibly began to cause an occlusion. It was unknown when the indents observed higher up on the wall of the cup of the sc connector may have occurred. The main anomaly appeared to be the flap of cored material. Of note was an indent observed from a suture that appeared to have been applied directly to the surface of the detached strain relief shroud. Also of note, the distal end of segment 1 had a slightly jagged appearance which, due to segment 1 being thicker in diameter, was possibly related to being torn at explant. There was no compression of the catheter in this area.